Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed. The assignable cause was depleted main batteries. The main batteries have been replaced. Additional: a service history review has been performed and the device has not been previously serviced for the reported condition. Similar reports have been received for the reported problem. The root cause investigation is in progress through CAPA (B)(4).

Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. This report represents all information known by the reporter at this time.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found with a battery depleted alarm, which interrupted delivery. There was no patient injury, medical intervention necessary or adverse reaction in association with this event. No additional information is available. 2 of 2. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.